Event description:
A customer observed a non-repeatable negatively biased total b-hcg result for a pt sample tested on the eci analyzer. The biased result was reported and questioned by the physician. A falsely low result may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that repeat testing using dilution, yielded repeatable results consistent with the expected results obtained on an alternate method. The root cause of the event is consistent with "high dose hook effect" as indicated in the total b-hcg instructions for use.